Manufacturer narrative:
Based on the claim against the product by the customer noting that an 8mm prograsp forceps instrument's fragment fell into the patient, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the prograsp forceps instrument was refracting and then it was stuck at 90 degrees angle. The grey sheath came apart and a fragment fell into patient. The fragments were retrieved but not sure if they have retrieved all the fragments. The procedure was completed with a reported injury. Intuitive surgical, inc. (Isi) made follow up attempts and obtained additional information. The instrument was inspected prior to use with nothing noted out of the ordinary, the problem occurred while the proctectomy was being done on (B)(6) 2023. The surgeon believed what caused the issue was that the instrument's wrist came out and snapped a piece. It did not look normal. The instrument was in use 15 minutes prior to the problem, and the surgeon did not notice any problems with the instrument prior to the issue. The instrument did not collide with any other instrument or hard material. In addition, customer does not believe that the instrument was removed during the procedure (prior to breakage). The or staff felt resistance when removing the instrument. The instrument wouldn¿t straighten it out because of the shaft. The instrument was removed with the cannula. The or staff did not notice any other damages to the cannula or instrument. Customer stated, that as far as the or staff is aware, all fragments were retrieved, and an x-ray was done to make sure nothing was left behind. No additional procedures were required to remove the fragments. The procedure was completed robotically, and there was no injury to the patient as long as she is aware, and she is not aware if the patient has returned back to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. When asked if the instrument was going to be returned to isi for evaluation michelle said, the risk management department has the instrument but as soon as they are done with the instrument, I will return it to you guys with the fragments. Images associated with the instrument were sent to isi for review. Patient demographic information was provided.